Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. The pump was not returned for investigation. The data log shows a 2 to 3-hour gradual rise in purge pressure with a reported high purge pressure alarm. This purge pressure trend is consistent until the end of the case, with slight saturated pump flows and then followed by a small dip in pump flow at the end. No motor current spike observed but flow changes event found chained to high purge pressure events. The cause of the high purge pressure issue was most likely biomaterial, based on data log review. The instructions for use referenced in the initial report impella 5.5 with smartassist in section "using the automated impella controller with the impella catheter". Added- d6a/d6b.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The complainant reported during impella 5.5 support for 65-year-old male patient, the purge pressure was high. There were no kinks or external influences noted. There was no reported patient harm.